Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button required multiple presses to turn on pump screen. Customer pressed the wake button multiple times and the wake button performed as intended. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was not known. Customer consumed glucose tablets and juice to address bg. Customer declined to provide information regarding alternate insulin therapy.